Event description:
It was reported that one week after vena cava filter implant, the patient presented with back pain. Imaging demonstrated a tilted filter and perforation of the ivc wall by the filter limbs. The filter was successfully retrieved. The patient was reported to be asymptomatic after the filter removal.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.